Manufacturer narrative:
Correction: this MDR is being submitted to correct the expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The batch 6009385 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) complaint investigations. 2 used sets was provided for investigation, also the reference samples from the lot have been requested. The following tests were performed: visual test according to wi version 2, the returned samples test passed. Functional test: underwater flow, according to wi version 1, the returned samples, does test passed, two sets were found with pcc connector needle clogged (by insulin) on the reference samples a visual test according to wi version 1, was performed and 10/10 samples passed the test. On the functional test: air flow, according to wi version 1 was performed and 10/10 samples passed the test. A batch record review was conducted resulting in the following: the 6009385 was manufactured according to the wi version 98 manufactured in the multivac 14, on 19/sep/2024, with a total of (B)(4) units. Glue-tubing record review was conducted resulting in the following: the 4j03754 was manufactured according to the wi version 65 manufactured in the machine sc05 - sc06, on 19/sep/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 11-mar-2025, against malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot 6009385 and one other complaint has been registered in database since the last 12 months. Conclusion summary of the related event: as a result of the following: harm no reportable, on the investigation on returned samples, two set were found with soft cannula with pcc connector needle clogged (by insulin), this occurred during use and it is not a process failure. No non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the pms product trends and malfunction according to the on market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on 21-nov-2024. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.